Manufacturer narrative:
(B)(4). Batch # p9308t. Investigation summary: the device was received with the jaws stuck closed with a clip and dried tissue, between the jaws and the top of the I-blade fractured and slightly lifted. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The jaws were found attached to the instrument. In addition no pieces were found missing under microscope inspection. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy, the handle would not close and open properly. The procedure was completed using an I-hook on an electrosurgery bovie unit. There were no patient consequences reported.